Manufacturer narrative:
A 40% contrast/ 60 heparinized saline was used. Balloon deflation was attempted. Balloon deflation was unsuccessful. After the deflation attempt, the first mix of dye was discarded and a new mix made up. No intervention was used to remove the device from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was used in a procedure to treat a moderately tortuous, moderately calcified stemi lesion in the mid left main coronary artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that balloon radiopacity was almost non existent. When the balloon was inflated the physician could not really see if the balloon actually inflated. The physician checked the dye to ensure it was mixed properly but could still not see the inflation. Balloon deflation was attempted but when the balloon was removed it was noted that the deflation did not actually work and the balloon had been removed while fully inflated. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.